Event description:
Caller indicated the relion confirm meter was reading high. Customer got 376 and took 5 unit of insulin and 3 -4 hours after she was sweating and convulsing because of overdosing herself. They called the paramedics right the way because she was not feeling good. Paramedics gave her glucose and transferred her to the hospital. Customer believes that she overdosed because the meter gave a wrong reading and she is not happy about the meter. She was storing the bottle of strips in her dresser and was using proper techniques. She is feeling better now. I also explained about using control solution to check the meter and strips. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.